Manufacturer narrative:
Further information was received indicating this event was a supplemental and reported in manufacturer reference number 2916596-2021-02130.

Event description:
It was reported that the patient had a chronic infected surgical wound since their last surgery in 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.